Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 2-dec-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated the replacement product was provided already and gave the defective meter back to the pharmacy. The new replacement is working fine.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 301 and 357mg/dl (back to back - fasting). Customer stated that he tested fasting and got reading 301mg/dl fasting and tested again on the same finger and got a reading of 357mg/dl fasting. The expected fasting blood glucose test result range is 140-150mg/dl. The customer did not report symptoms at the time of the call, however customer stated he did feel a little dizzy at the time of testing, but medical attention was not reported as a result of the actual blood glucose results. The product is stored according to specification in the hotel room. The customer was not using proper testing technique, stated that he tested same hand and same finger and got a large difference in readings, customer was educated on proper back to back testing technique. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 12/31/2021 and open vial date is november 2020. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 08-feb-2021: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underline root cause mlc-058: added: poor tech-inaccurate reference. User had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.